Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-10684. It was reported the patient ((B)(6)) has a painful, lumpy area on the left side of his abdomen where the scs lead is located. It was noted that the scs lead is close to the skin surface. In addition, the patient reported experiencing shocking sensations in the region of the leads (upper body at the spine) caused by sudden movements while stimulation is on. There is no further info available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.